Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n230 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n230 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were detected for these complaint categories. At the time of this report, the analysis of the returned photographs are still in process. A final report will be filed when the analysis is complete. (B)(4). N.s. (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the alarm #7: blood leak? (Centrifuge chamber) alarm occurred and a blood leak was observed at the drive tube. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however the customer will not return the kit. The customer returned photographs for investigation.

Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the customer provided photographs shows the centrifuge chamber with the drive tube and bowl installed in the drive tube and bowl holder. Blood splatter can be seen on the walls of the centrifuge chamber and on the drive tube above the upper bearing. A known cause for an alarm #7: blood leak? (Centrifuge chamber) alarms occurs when the centrifuge leak detector has detected a potential fluid leak, however the alarm cannot be confirmed, as the smart card was not returned. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. A material trace of the drive tubes used to build lot n230 did not find any non-conformances. The reported drive tube leak is verified based on the photographs provided; however, the root cause for the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). N.s. (B)(6) 2025